Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 1.1 was intermittently failing. The field service engineer (fse) reseated and checked all cables, inspected slide bumpers, and cleaned the drawer. Fse then inspected the pyxie bus cable was found cut with visible burn marks. The damaged pyxie bus cable was identified and replaced and restored normal drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 1.1 was failed. However, there were no delays, adverse events or injuries reported based on this event.